Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of explant is estimated. Attempts were made to obtain complete event details but were not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention approximately on (B)(6) 2024 wherein the ipg was explanted to address the issue.